Manufacturer narrative:
(B)(4). Insulin pump passed self-test, and displacement test. Insulin pump was programmed with test minilink and the glucose sensor simulator. However, unit unable to communicate with test guardian link transmitter glucose sensor simulator to verify calibrate error, lost sensor alarms, problem isolated to electronic assembly. Insulin pump had cracked keypad overlay. The insulin pump p cap test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump had a crack at keypad. The customer stated that insulin pump was communicating with the transmitter. No harm requiring medical intervention was reported. The device will be returned for analysis.